Event description:
It was reported that the patient's experiencing an intermittent burning sensation at the ipg site regardless of stimulation use. The issue is not related to recharging. The device was turned off due to the symptoms. Subsequently, the patient presented to the ER. There were no visible signs of swelling or redness at the ipg site. Follow-up identified surgical intervention may be undertaken at a future date. The patient will try lidocaine pain patches until such a time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.